Manufacturer narrative:
The returned device was evaluated and the device generated an 0x42 hazard alarm indicating rotational sensor minimum pulses between safety sensor trans. A rotational sensor malfunction was observed at the end of the pods run, triggering the alarm. Inspection of the commutator cap found evidence of fluid ingress and a subsequent leak test revealed a tear on the unexposed portion of the soft cannula. This tear diverted fluid from the fluid path and contributed to the observed fluid ingress on the commutator cap which caused the rotational sensor malfunction and reported alarm.

Event description:
A patient reports while wearing a pod for less than an hour their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a pod hazard alarm during wear.